Event description:
"Dr. (B)(6) remarked that there was very little if any hydrophilic coating when he wet the sheath to activate. Even though access vessels were evaluated as adequate for the procedure, dr. (B)(6) was not able to get the graft through the access vessels to the target destination. Graft was not deployed. A cook alpha graft was used in place of the relay plus." Patient outcome: "patient was successfully treated, however there was a left common iliac intimal tear on the left side. We suspect it was attributed to the relay plus. The alpha graft was never attempted on the left side. Patient is recovering fine."

Event description:
"Dr. (B)(6) remarked that there was very little if any hydrophilic coating when he wet the sheath to activate. Even though access vessels were evaluated as adequate for the procedure, dr. (B)(6) was not able to get the graft through the access vessels to the target destination. Graft was not deployed. A cook alpha graft was used in place of the relay plus." Patient outcome: "patient was successfully treated, however there was a left common iliac intimal tear on the left side. We suspect it was attributed to the relay plus. The alpha graft was never attempted on the left side. Patient is recovering fine."